Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly since one week after receiving the pump. The customer¿s blood glucose level was in the 100s (mg/dl). Review of the pump data logs for the past month by tandem technical support was unable to confirm the reported battery issue. Reportedly the customer has manual injections as alternate insulin therapy.